Manufacturer narrative:
The issue occurred on an unspecified date ¿during the last weekend¿. Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) was unable to disconnect the patient line of a homechoice cassette from the connector of a minicap extended life pd transfer set. This was further described as ¿the patient was unable to disconnect themselves in the morning¿ because the ¿connection was stucked¿ and the dark blue part (female connector) of the transfer set twist clamp ¿went apart of the blue part¿ (light blue main body). As a result, the hp ¿clipped the 2 ends and went to the clinic¿. This was observed during use of the device for automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment as precautionary measure. No additional information is available.